Event description:
A mitroflow lxa23 was explanted on (B)(6) 2018. The duration of implant was deemed to be 6 years and reason for explant are not known.

Manufacturer narrative:
The duration of implant has been indicated as 6 years prior to explant but the implant day is unknown. The manufacturer made several attempts to contact the site and the physician and no further information was received. Because no additional information is available and the device is not available for return there are no investigations which can be performed at this time. The root cause of the reported event thus cannot be established at this time. Fields changed: b4, g4, g7, h2, h6.

Manufacturer narrative:
Device disposition not presently known.

Event description:
A mitroflow lxa23 was explanted on (B)(6) 2018. The duration of implant, and reason for explant are not known.